Event description:
A surgeon reported that three days following a glaucoma filtration device implant procedure, the shunt was in contact with the iris. There was no harm to the pt, and the shunt remains implanted. Additional info was requested.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined and no actions are taken. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There has been one other complaint reported in the lot number. No further info is expected. (B)(4).